Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functional testing. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board. The cause of the incoming test failure is the open resistor. The root cause of the open resistor cannot be positively identified. The damage, however, is consistent with external defibrillation. There is no evidence to suggest that the open resistor caused or contributed to the patient's death. The lifevest was not active at the time of the patient's death. The patient passed away (B)(6) 2016. The device was last shutdown normally on (B)(6) 2016 at 4:38:16am. There are no alleged deficiencies.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, an unrelated reportable problem was found. The monitor failed incoming functional testing.